Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cut along the velour portion of the pump cable was confirmed through the evaluation of the submitted image. A specific cause for the observed damage could not be conclusively determined through this evaluation. Review of the submitted image confirmed damage to the outer silicone jacket. The underlying armor layer was not visible and no wires were exposed; the damage appeared to be cosmetic only. No alarms or patient symptoms were reported in association with this event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the hm 3 patient handbook, rev. D, are currently available. The IFU cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. The IFU instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. The IFU provides additional instructions regarding driveline care in a sub-section. The IFU states, as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap. The patient handbook contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. The patient handbook also instructs the user to keep your driveline clean, wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. The patient handbook and IFU provides information on system alarm conditions, as well as the appropriate actions associated with each condition. A section on handling emergencies is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a tear in the driveline velour. The patient had no alarms.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.